Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. The compressor transformer was found to be defective by the field service engineer and needed to be replaced. The customer did not purchase a spare transformer and the compressor was therefore not handed over in good working condition. No further information has been received. The compressor was manufactured before corrective actions for the transformer were implemented during week 51, 2019. As no faulty part was returned for investigation, the reported problem could neither be confirmed nor any root cause determined.

Event description:
Manufacturer's ref.#: (B)(4).